Event description:
Complainant alleged that the clinicians were treating a male pt in his sixties, who had coded. The clinicians had administered drugs to the pt and were attempting to monitor the pt's response to the drugs, but the device lost power. The clinicians obtained another device to monitor the pt. The pt was then transferred to the ICU dept. There was no adverse effect on the pt as a result of the reported malfunction.